Manufacturer narrative:
Additional information received that the event occurred during testing.

Manufacturer narrative:
One cadd-ms3 ambulatory infusion pump was returned for analysis. The pump was powered up and it displayed error codes 106 and 107 which were related to the motor self test. However, the motor was tested and passed. Upon further investigation it was determined that the microprocessor board was defective and was the root cause of the issue. The microprocessor board was replaced.

Event description:
Information was received indicating that a smiths medical cadd-ms3 ambulatory infusion pump indicated that the system had faulted. There were no reported adverse events.